Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 would not open. The field service engineer (fse) powered down the system and accessed the latch column, removed the existing latch assemblies, and replaced all latches in the affected column. The latch column was reinstalled and wiring was secured. The system was powered back on, and access to the hardware test application (hta) confirmed that all doors opened successfully, with no failures or repeated clicking observed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a door failure occurred. The customer reported that door 4 would not open and required maintenance. Troubleshooting steps, including rebooting the device, were performed; however, the issue persisted, preventing access through the affected door. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.